Manufacturer narrative:
Alleged failure: cib hunter onsite blurry scratched (B)(4). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. There is no probable root cause in relation to the complaint as the scope did not have any observances with the quality of the image. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
It was reported the scope was blurry during procedure a replacement scope was used to complete the procedure.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the scope was blurry during procedure a replacement scope was used to complete the procedure.